Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and failed battery. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rejected new batteries, motor errors and unexplained no delivery alarms, scratches on the screen made hard to read. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify failed battery alarm, motor error alarm, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. Motor passed motor test.